Event description:
The infusion pump was mounted to an IV pole. The plastic cover that holds the battery inside the unit failed. The battery fell out of the bottom of the pump, became disconnected from the power connections, and fell on the patient's left foot.